Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple parts, including the valve assembly, peristaltic pump, and solenoid valve assembly to resolve the issue. (B)(4).

Event description:
The customer reported obtaining high sodium (na) and potassium (k) patient results involving the au680 clinical chemistry analyzer. The customer did not report concern over quality control recovery. There was no change to patient treatment in association with this event.